Event description:
The hospital staff charged the defibrillator to 200 joules with the device on battery power. While the device was charging the monitor screen went blank and use of the defibrillator was inhibited. There were no low battery alarms observed prior to the reported problem. The report is not clear if the alleged malfunction occurred during pt use.